Manufacturer narrative:
A visual evaluation of the returned device revealed the pull wire was kinked at the ramp window. The working length of the push catheter was kinked near proximal and distal ends. The ramp was damaged/torn. The proximal end of the guide catheter was stretched and kinked. The distal end of the stent was collapsed/deformed. A functional evaluation with a 0.035" guide wire could not be conducted due to the damages observed on the device. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stent placement procedure in the common bile duct of a (B)(6) male patient (patient weight is unknown). During the procedure, the guidewire would not exit the exchange port as the delivery system was being back loaded onto the guidewire. The procedure was successfully completed with another rapid exchange biliary stent system and no reported patient complications. The patient was reported to be fine after the procedure. This event has been deemed a reportable event based on the investigation results; stent deformed and catheter break.